Event description:
Caller reported blood glucose results of 478 mg/dl, 217 mg/dl, 90 mg/dl, 337 mg/dl, and 171 mg/dl on the aviva system within 12 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.